Event description:
Event reported as: the device works fine until a point where it will not completely release the staple from the device. When this occurs, the staple gets snagged on the pt's skin. No pt injury or intervention reported.

Manufacturer narrative:
The device sample is available for evaluation, but has not been received yet. The investigation results are not available at the time of this report. A follow up report will be sent when available.